Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number 1627487-2019-07635. It was reported that patient experienced infection. As a result, patient underwent surgical intervention on (B)(6) 2016 wherein the lead and ipg were explanted. The issue was resolved